Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was torn, there was blood in/on the helix/lobe mechanism, the lead was stretched, and the lead appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that after the physician fixed the wings of the starfix lead, the stylet broke as it was being removed. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.